Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
Meter would not power on. According to the pt's sister, on the day of the event (1-2 months ago), the pt was getting ready to go to a wedding. She had tested on her meter earlier that day (she tests 10 times a day), but she does not remember what the results were. She takes insulin based on the meter readings, but the reporter was unable to provide the type and amount of insulin taken. The pt was unable to remember much info from the day of the event as well because of a brain hemorrhage-unrelated to the meter, which affected the pt's memory. The pt began to experience symptoms (she did not feel well) while getting ready so she attempted to test on the meter, but it would not power on. The sister stated that the pt tends to become hypoglycemic without warning. The pt's brother gave her a shot of glucose and she felt better afterwards. Later that day, her brother purchased a meter for the pt. The result obtained after testing on the new meter is not known. Customer service was able to assist the pt with resolving the power issue. She removed the battery and then re-seated it. Although the pt was hypoglycemic, she was still treated appropriately, regardless of the meter issue. A replacement meter has been sent.